Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was unable to power off. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that when the battery was inserted into the device, the device started automatically. After device shutdown, all the lights were on. It was also noted that the output knob lost efficacy and the device shutdown when the battery was at 7.6 volts. As a result the main keypad, the interconnect flex assembly and the main board were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.